Event description:
The customer alleged the device stopped ventilating while on a pt and failed to alarm. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the audible alarm failed to activate, and no malfunction of the alarm system may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.